Manufacturer narrative:
B3: event date unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device exhibited error code 41622. There was unknown patient involvement and unknown patient harm.

Manufacturer narrative:
D4 - primary UDI number: corrected. H3 and h6. Evaluation codes: updated. One device was received. Per visual inspection, worn dso seal, scratched lcd lens. The complaint was confirmed by visual inspection. The cause was debris in the motor gears. The motor gears were cleared to resolve the issue. The device passed all the functional tests after the repair. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Repair summary: faulty pwa board, worn dso seal, optic switch, scratched lcd lens, keypad, overlay, rear label, and side label were replaced.